Manufacturer narrative:
Investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform (s/n:(B)(4)) displayed user advisory (ua) 12 (lifeband not present ),user advisory (ua) 20( position out of range ) and user advisory (ua) 45 (not at "home position after power on /restart ) message upon powering on. The error messages could not be cleared. No patient involvement was reported. No other information was provided

Manufacturer narrative:
Functional evaluation of the returned autopulse platform was performed and ua12 (lifeband not present) and ua16 (timeout moving to take-up position) error messages displayed upon powering during initial functional testing. The belt switch assembly was adjusted parallel to its case and the brake gap of the platform was unseized to remedy the issue. Once completed, error messages was able to be cleared and the autopulse passed the final functional testing with no issue or faults observed. Archive review showed there were numerous of faults ua12 (lifeband not present), ua20 (position out of range), ua45 (not at "home" position after power-on/restart) and ua16 (timeout moving to take-up position) appeared on (B)(6) 2016. During initial functional testing, ua12 (lifeband not present) displayed upon powering up followed by ua16 (timeout moving to take-up position) error message. The belt switch assembly was adjusted parallel to its case and the brake gap was unseized to remedy the faults observed. The ua45 (not at "home" position after power-on/restart) and ua20 (position out of range) error messages were not verified during initial functional testing. The error messages were cleared and did not showed up during testing. Additionally, unrelated to the reported complaint, the platform front cover enclosure was replaced to remedy the damaged and the pdb (power distribution board) was updated. The autopulse passed the ltrf (large resuscitation test fixture) testing and final functional testing with no issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).